Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02838. It was reported that the patient stopped receiving effective therapy following a traumatic event. High impedances were also found on both of the patient's leads. Surgical intervention was undertaken in which the leads were explanted and replaced to address the issue.